Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported there was high impedance on contact 3. During the stage 2 case when the electrode impedances were checked, the left number 3 contact consistently had high impedance (~26,000 ohms). There were no patient symptoms reported. It was further reported the impedances did not resolve intra-operatively. It was unknown if it was device related and it was unknown if the cause was determined. There were no lead fractures and troubleshooting occurred. The implantable neurostimulator (ins) connector was unplugged several times to see if the connection was the problem. It was not resolved. The patient was doing fine and the managing physician was not concerned since they typically did not use contact 3 in therapy.